Event description:
It was reported when using the bd pyxis medstation es system printer not printing medication label during a clinical procedure. The customer added that this malfunction caused a 10-minute delay in accessing the medication and the user were able to get medication from another station or pharmacy. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there were 2 copies of the zebra printer at the station. The technical support specialist removed the copy of the zebra printer and reconfigured the zebra printer to the correct settings to resolve. The system functioned as intended after the technical support specialist troubleshooted the device.